Event description:
We have been using a single use biopsy valve on our colonoscopes and the inside of the rubber disposable valve is coming out in the scope during the procedure. To date, we have been able to retrieve each rubber piece from the scope or send the scope out for the piece to be retrieved. The facility is not using due to major safety issues with the item being left inside a pt and not knowing it. This is a disposal item and the foreign body left in a pt is too strong to continue use.